Manufacturer narrative:
Reason for reoperation: deflation, bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for enjoyment of life.

Event description:
Patient representative reported left side "deflation", "bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and will also suffer in future". The device has been explanted. Manufacturer of device is unknown.